Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) was intra-operative and the healthcare provider (hcp) had explanted another manufacturer's system and implanted new system but there were impedance issues. The rep and hcp speculated low impedances were tissue related. The rep indicated that they had switched lead tails in ports of neurostimulator (ins) and impedance issue appears to follow leads.  The rep provided specific impedance measurements (in ohms): ref 0 - contacts range in the 1000s ref 1 - contacts range in the 900s ref 2 - contacts range in the 800s ref 3 - contacts range in the 700s ref 4 - contacts range in the 600s ref 5 - contacts range in the 700s ref 6 - contact 11 - 200, others range around 700-1000s ref 7 - lowest is 190 (unknown which contact), highest is 1070 ref 11- contact 6-200, contact 7-520, contact 12-530, other range around 700-1000s the rep mentioned issues on contact 12 but didn't give more specifics than what is noted above. Remaining contacts (i.e. 13-15) were in range around 600/700. At the end of the call, caller ran impedances again and contact 6, 7 and 11 had come in range with following values: ref 12 - contact 5 - 810, contact 6 - 610, contact 7 - 640, contact 11 - 720, contact 0-1140.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported cause was not known. No actions/interventions taken at this time. It was reported that there are two impedances that remain on 5 (&) 11. Rep reprogrammed around impedances. Weight is unknown.